Manufacturer narrative:
Additional concomitant medical products: avapro 300mg once daily.

Event description:
Customer reportedly received results of 243 mg/dl and 89 mg/dl within 10 minutes on the advantage system. One month lateer customer states she received results of 276 mg/dl and 133 mg/dl within ten minutes on the advantage system. No high blood glucose symptoms reported with these results. No actiontaken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.